Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified range. The customer was guided by technical support to perform several troubleshooting steps, including disconnecting tubing and delivering boluses to address the alarms. Although the occlusion alarm recurred, a final bolus was completed successfully. The customer was advised to replace supplies as necessary and continue with their insulin regimen.